Manufacturer narrative:
Concomitant medical products: catheter: model 8711, serial# (B)(4). (B)(4).

Event description:
Additional information: it was later reported that there was troubleshooting done. A catheter dye study revealed the catheter was kinked and a subsequent revision was done. The reporter had not received any feedback as to the patient's status and therapy efficacy after the event. The catheter had been sent to pathology.

Event description:
It was reported there was an increase in pain. The patient went to emergency room (ER) with an increase of his pain, was seen in ER by neurosurgery resident and was put on oral dilaudid and morphine injections. The patient was "discharged from emergency friday (B)(6) 2013." It was not reported when the patient was first seen in e.r. Or how long his stay was. Discharged with oral dilaudid and was to be seen by his physician the following week. It was noted that the patient "left from hospital without any pain symptoms or withdrawal symptoms," and there was no injury or death. It was also noted "this is not a pump problem," and "the surgery revision date is unknown." The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).